Manufacturer narrative:
Date of event: exact date not provided, best estimate is between (B)(6) 2018 - (B)(6) 2020. (B)(4). Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zkb00 intraocular lens (iol) was explanted from the left eye due to patient seeing halos. The explanted lens was replaced with a non-johnson and johnson iol, but same diopter. There was no incision enlargement, no vitrectomy, no sutures required. The patient was fine post-op. No other information was provided.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 3/12/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the suspect lens was received. Additionally, an ¿explant data form¿ was received. Visual inspection with the unaided eye revealed viscoelastic residue on the optic body and haptic, and that the lens was received cut in half (one half of the lens missing), which is consistent with a lens that was handled during explant. Based on the return condition of the lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed one complaint was related to a low level event and no investigation was required. No escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.